Manufacturer narrative:
(B)(4). The device was manufactured 01/03/2016 ¿ 01/04/2016. The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection noted tiny specks of white drug residue around the blue winged luer cap, but no signs of fluid were observed coming out at the blue cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During and after fill, no signs of a leak were observed from the device. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into its outer packaging. This occurred after filling with 6275mg fluorouracil in 0.9% sodium chloride solution. There was no patient involvement. No additional information is available.